Event description:
Laparoscopic cholecystectomy - "dr (B)(6) were/have been properly in-serviced on device. Ca 500 was inserted into subxiphoid adv fix trocar. Dr (B)(6) engaged trigger to "initiate loading and full cycle sequence." Clip was securely closed to proximal, cystic duct but trigger remained closed position. Dr (B)(6) had to manually 'release' the trigger after each complete clip sequence; approx 7-8 clips. Dr (B)(6) complained about this feature." Pt status: normal/fine.

Manufacturer narrative:
Ra has just rec'd the incident device and has been assigned to engineering for eval. A f/u report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.